Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a cut in the outer cord near the connector shell due to mishandling of the device by allowing the cord to come in contact with a sharp object which punctured the cord or due to exerting extreme force on the cord. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage from user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the handpiece device had a hole in the sheath/cord. There were no delays in the surgical procedure as a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.